Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), the tines could not be fixed properly after the deployment. Therefore, the leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when the leadless ipg was first placed across the tricuspid valve, severe regurgitation occurred after the valve was crossed. The surgeon manipulated the delivery system pushing forward to the septal surface and after injecting the contrast agent, the contrast agent quickly dispersed without retention. The surgeon subsequently tried to deploy it by pushing the gooseneck and the leadless ipg slipped immediately after deployment and there was no tine fixation. After 5 attempts in different placement sites, the leadless ipg slipped immediately after deployment.

Event description:
It was further reported that the tricuspid valve regurgitation was a pre existing condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.